Event description:
An email was sent to customer service and technical support by a nurse patient educator in (B)(6) alleging that the home hemodialysis patient had been using the dialyzer, "for a long time now and never had any reaction before". She was hospitalized for thrombocytopenia. According to info received from this nurse, the platelets were found to be decreased from "75 units" to "32x10e9/l" on her routine monthly lab result report. No documentation has been provided indicating a platelet reduction during hemodialysis. Additionally, the hemoglobin was described by the nurse to be caused by blood loss due to clotting of the dialyzer and loss of "5 circuits" (of blood) over five treatments in (B)(6) 2004. Edl for one circuit is 300ml. The clotting is reported to be due to insufficient heparinization of the dialyzer due to user error. The patient was reported to have changed her heparin does against doctor's orders. She was hospitalized for an undetermined amount of time and received an unk number of units of blood due to the low hemoglobin. Furthermore, the nurse reports there have not been any episodes of bleeding due to the decrease in platelets as alleged and the patient was "stable" now. The dialyzer was been changed to an unstated brand.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. No documentation has been provided indicating platelet reduction during hemodialysis. This event is being reported as a serious injury due to the hospitalization and blood transfusion along with the change in dialyzer. Development of thrombocytopenia represents an idiosyncratic patient reaction. Hypersensitivity reactions are listed on the label as potential side effects. Development of thrombocytopenia and intradialytic reductions in platelets is a well recognized complication of hemodialysis. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.